Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of malaise.

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015 into the arm. Patient's father reported that the sensor initially worked fine upon insertion and after 48 hours, the cgm displayed the error reading symbol for two hours. After that, the cgm was recalibrated and was still accurate. 18 hours after the cgm displayed the error reading symbol and four hours after the morning calibration, the cgm displayed a bg value of 11mmol/ml, but the patient felt ill and took a fingerstick glucose reading which displayed a value of 2.6mmol/ml. Patient's father stated that the mother is a physiotherapist and is more than qualified to ensure that the sensor is not inserted into muscle. The patient was not using any medication at the time of the event. No medical intervention was reported. At the time of contact, additional event information was not provided. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the distributor provided additional information on 12/30/2015 to report that the patient felt ill as a consequence of a low blood sugar that was not shown on the continuous glucose monitoring system (cgm). The patient treated themselves by eating glucose sweets. The patient was low for 10 minutes. At the time of update from distributor, patient was feeling fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).